Manufacturer narrative:
Information references the main component of the system . Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 14-may-2021 / serial#: (B)(4), UDI #:(B)(4), device available for evaluation: no, dev rtn to MFR? No, device mfg date: 10-dec-2019, labeled for single use: yes (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) dislodged upon the cutting and att empted removal of the delivery system (ds) tether. The physician noted a resistance on the tether. The leadless ipg system was removed. The patient received a transvenous ipg system the following day. No patient complications have been reported as a result of this event.